Manufacturer narrative:
(B)(4). D10: unk femoral head, cat #: ep-200152, lot #: unk. Act artic e1 hip brg 28x46mm. G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the same day as implantation, the patient underwent a left hip revision due to a periprosthetic femur fracture. The stem, head, and bearing were revised. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6 h6: suggested component code: mechanical (g04) ¿ stem visual examination of the provided pictures identified a stem covered in bio-debris. No further evaluation can be made from the provided pictures. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and review identified the following: there is a mildly displaced periprosthetic fracture of the proximal left femur. There is resulting femoral implant loosening and subsidence. There is no dislocation. Medical timeline: stem was implanted and explanted on the same day. A definitive root cause cannot be determined. Complaint is confirmed based on the x-ray results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.